Event description:
I use a libre 2 cgm and the sensor that I was using indicated that it was bad. I called the libre 2 support line and they told me that because I had a certain number of bad sensors over a certain period of time they would not replace it. I cannot help if they have an inferior product that causes problems. I would like for you to check the reliability of that product and hopefully be able to get me a replace sensor. Thanks. Could not run test on a bad sensor.